Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient allegedly has leaking around catheter insertion site. Per ms and s report: it was placed - over a week ago. Stated that said her pants were soaked and the dressing was saturated and he saw some fluid running out of the site when he had to move her slightly. Described the tissue ingrowth cuff.